Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an overnight low glucose event indicated as ¿low¿ on the device, confirmed by a fingerstick, and treated with oral glucose, with contributing context including weekend alcohol intake and routine evening activity changes; the medical device problem and device component were not specified due to insufficient information. Symptoms included hypoglycemia with sweating. Outcomes included no reported health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.